Event description:
The customer reported to olympus, the telescope "oes elite", had broken components. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In addition, multiple follow ups were made to gather additional information regarding the reported event, however, were unsuccessful as no response is received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in the initial report ¿ foreign material was discovered in the air/water tube, cylinder, and on the c-cover. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The subject device was not returned. Multiple attempts for additional information concerning the reported event had been made, but no responses have been received at this time. Based on the results of the investigation, it is believed that excessive use caused the reported failure mode to occur. Olympus will continue to monitor the field performance of this device.